Event description:
It was reported that an ilet system leaked insulin from below the luer connector during tubing fill, with visible drops noted from the infusion set after multiple supply changes; the patient¿s glucose was 372 mg/dl and 6 units of insulin had been administered prior to troubleshooting, and glucose later returned to normal range after continued dosing. Customer care provided support that included customer troubleshooting and education. Investigation of this case revealed evidence consistent with a fluid leak at or below the connector during priming and possible infusion set or connection integrity issue, without alerts or alarms. Symptoms included dizziness and nausea associated with hyperglycemia reported. Outcomes included transient interruption in therapy and delay in insulin delivery with recovery to normal glucose. It was concluded that the event was attributable to a suspected connection or disposable component issue; replacement supplies were provided and the event resolved with continued use and proper connections. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.